Event description:
The reporter stated that "the product was leaking medications all over the bed". Per medwatch, this was a very critical pt needing a dialysis catheter. All meds were infusing through the internal jugular (ij). The doctor wanted drips changed to the ra line. New drips were started and once an increase in bp was noted. Ij drips were disconnected. Bp dropped. Heart rate dropped with pacing started. Nurse noted leaking from tubing on the new drips and reconnected the old drips. The leaking tubing was replaced and connected to the ra line. Nurse stated that without the first set of drips returned, the pt may not have recovered.